Manufacturer narrative:
Addendum added (B)(6) 2014 - upon receipt of medical records these were transferred to bioengineering for review. A report was received, stating: the patient was revised due to dislocation, pain and allergic response. The patient had the first dislocation immediately after surgery. Ongoing dislocations were reviewed with no common movement identified as the cause. It would be unlikely the early dislocations were caused by atrophy of the abductors resulting from the implant and recurrent dislocation can cause soft tissue damage. By 2006 a potential allergic reaction was reported as the reason for the dislocations, however, it is not possible to say if this took into account the history of dislocations. Given the history of early and late dislocation it is difficult to identify a root cause of the ultimate need for revision. A field safety notice was issued in 2007 for this product combination. The root cause of the complaint remains unchanged. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint shall be reopened and investigated further. No further actions are identified.

Manufacturer narrative:
Both review of manufacturing records and complaint database search did not identify any anomalies. The complaint states the revision ultima tps hip implant revision. Reason for revision was not provided. The doi was given as (B)(6) 2003. Notification was received stating that return of parts or further information is not available.without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion. If further information is available the complaint shall be reopened and investigated further. No further actions are identified.

Event description:
Formal claim received regarding ultima tps hip implant revision. Reason for revision not provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.